Manufacturer narrative:
A field service engineer found when the device was powered back on a code four was given. The top enclosure was replaced due to crack on both sides. An on/off switch with cable was replaced to solved the code four at restart. An external o2 sensor was replaced as the unit did not recognize it. A remote alarm cable that was missing was replaced. The unit was opened and all boards, wires and connections were inspected. Everything was connected and secure. The extended safety test was run and the unit passed successfully. The patient required alternate respiratory support with manual bagging and was then placed on an alternative ventilator. Further information has been requested. The unit was repaired and ready for clinical use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information and date of event have been requested but were not available at the time of this report.

Event description:
A patient knocked the ventilator over. The patient required alternate respiratory support with manual bagging and was then placed on an alternative ventilator.